Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tina-quant haptoglobin ver.2 (hapt2) on a cobas c 503 analytical unit. The initial result was > 5.80 g/l with a data flag. The repeat result was >5.82 g/l with a data flag. The repeated result with a 1:3 dilution was 0.0388 g/l. The sample was repeated, and the result was 1.83 g/l with a data flag. A 1:3 manual dilution was performed with a calculated result of 5.49 g/l. The questionable result was not reported outside of the laboratory. The customer suspects a sample-specific interference.